Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the device history indicated evidence of short battery life. The battery compartment was intact with no damage observed. No battery cap was returned; a test battery cap was able to fully secure to the pump. During testing, the sleep current draws were found to be out of specifications. The pump case was removed and evidence of an intermittent solder connection was found on the on cgm board causing high current draws. The solder connection was repaired and the sleep current value returned to within specifications.